Event description:
The CT lucia 602 lens was initially implanted using the yamane technique. However, the surgeon encountered difficulty centering the lens and ultimately had to explant it and replace it with another style of lens. The lens was not damaged prior to insertion, and no complications occurred during the procedure. Discovisc viscoelastic was used. The surgery proceeded as planned, and the patient is reported to be doing well post-operatively.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Most possible root cause. Off label use: the yamane technique requires precise execution, particularly in creating and positioning the scleral tunnels to anchor the haptics. Since this technique is off-label for the CT lucia 602 lens, achieving optimal centration can be more challenging. While the lens was not damaged prior to insertion, the design of the CT lucia 602 is not ideally suited for use with the yamane technique, which could have led to the centering issues observed during the procedure.